Manufacturer narrative:
To the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Product ID :8782, serial#(B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018 product: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that, during a dye study, the catheter could not be aspirated. Additionally, there was not efficacy in therapy. A catheter revision procedure was being performed on (B)(6) 2018 to check the patency of the spinal end by cutting at the spinal incision site and checking for csf backflow. The plan was reportedly that the patient would be prone on the table. The patient was reportedly "large". No further complications were reported.

Manufacturer narrative:
Aware date submitted via manufacturing report 3004209178-2018-01329 has been updated to 2017-dec-29. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the inability to aspirate during a dye study and lack of therapeutic efficacy occurred on (B)(6) 2017. The cause of the inability to aspirate during the dye study and lack of therapeutic efficacy was unknown. The affected catheters were replaced on (B)(6) 2018. The explanted catheter was disposed by the customer. A new catheter was implanted and the pump remained implanted. No further complications were reported.